Event description:
A malfunction was reported on the pump by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, provided necessary reset information, and ensured the malfunction code did not recur, allowing the customer to continue using the pump with instructions to call back if the issue reappears.